Event description:
This rv lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2016 due to high pacing impedance from 500 ohms to >2500 ohms and lead was fractured. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).